Event description:
Per obituary, the patient passed away on (B)(6) 2016. From a battery life calculation, there was an estimated 4.7 years of battery life remaining as of 04/08/2012. Therefore it is likely that the generator was functioning at the time of the patient's death. Per review of programming history data, the device was functioning properly as of 05/18/2011. Per a sudep evaluation, this death is possible sudep. The funeral home was not willing to give out any patient information or a death certificate, even with hipaa exemption documentation provided. No additional relevant information has been received at this time.